Manufacturer narrative:
The perfusionist noticed that the device was not heating the patient properly. There were no alarms (audible or visual) that indicated the device was not heating. The perfusionist changed the device out and the procedure continued without incident. The heater was replaced, which corrected the problem and then a full p.m. Of the device was conducted. There were not further issues with the device noted. (B)(4).

Event description:
Customer reported the device was not heating during a procedure. Device was switched out and procedure continued without issue.

Manufacturer narrative:
Device returned for evaluation. Service evaluation confirmed the heater was defective. The heater was replaced to correct.